Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The service territory manager (stm) replaced the damaged fiber optic extension. The stm then completed preventive maintenance with full calibration, functional testing and safety checks to factory specifications. The iabp passed all functional and safety tests per factory specifications, cleared for clinical use and returned to the customer.

Event description:
The customer stated that while transporting a patient they discovered that the blue fiber optic connector was broken. There was no patient injury or adverse event reported.